Manufacturer narrative:
(B)(4). One 8f braided swartz introducer was received for evaluation. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. The hemostasis cap was removed and the 2 part seal was examined which revealed a round hole through the top and bottom halves of the seal system. The hole in the upper half of the sealed measured .019". The hole in the lower half measured .020". The hole in the seal was the location of the leak during testing and was made by a sharp instrument. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The cause for the hole is unknown.

Event description:
It was reported that during an ablation procedure, a leak at the valve of the sheath occurred. The sheath was replaced and the procedure was completed with no consequences to the patient.